Event description:
Procedure performed: exploratory laparotomy "patient was admitted for a pelvic mass. Case began as gyn case. Dr was called in due to the mass' proximity to the small bowel. Resection was completed. Eb040 was used throughout the procedure. All seals were deemed acceptable and complete intraoperatively. 50cc of blood loss was documented at the end of the procedure. The patient was taken to pacu and then admitted overnight. Appx. 6 hours after the procedure the patient was having difficulty breathing. CPR was started. Facts known: patient had 3 or 4 broken ribs from chest compressions during CPR. 1 liter of blood was discovered in the patients abdomen. Both the surgeon and the chief of surgery agreed that that amount of blood loss would not be fatal to a patient. Patient did pass away. During the autopsy, dr who was the surgeon, said that he inspected a 4mm illiac vessel and discovered that the seal had "opened." He then inspected the specimen that had been sent to pathology and discovered that the seal was intact on the specimen. Patient was 78 years and suffered attacks of arythmia." Additional information was received via email on 09apr2019 from applied medical acct.mgr. "The device was discarded after the surgery." Patient status: "deceased".

Manufacturer narrative:
Investigation summary: the event unit was not returned to applied medical for evaluation, and the lot number was not provided. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed.

Event description:
Procedure performed: exploratory laparotomy. "Patient was admitted for a pelvic mass. Case began as gyn case. Dr was called in due to the mass' proximity to the small bowel. Resection was completed. Eb040 was used throughout the procedure. All seals were deemed acceptable and complete intra-operatively. 50cc of blood loss was documented at the end of the procedure. The patient was taken to pacu and then admitted overnight. Appx. 6 hours after the procedure the patient was having difficulty breathing. CPR was started. Facts known: patient had 3 or 4 broken ribs from chest compressions during CPR. 1 liter of blood was discovered in the patients abdomen. Both the surgeon and the chief of surgery agreed that amount of blood loss would not be fatal to a patient. Patient did pass away. During the autopsy, dr who was the surgeon, said that he inspected a 4mm iliac vessel and discovered that the seal had "opened." He then inspected the specimen that had been sent to pathology and discovered that the seal was intact on the specimen. Patient was (B)(6) years and suffered attacks of arrythmia." Additional information was received via email on 09apr2019 from applied medical acct. Mgr. "The device was discarded after the surgery." Patient status: "deceased".